Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pneumonectomy. According to the rptr: the first firing was to the pv on the lung side and it was fine. The next was to the heart side of the same vessel and the stapler fired but the staples did not approximate so there was a hole in the vessel when the stapler was removed. Blood loss was approx 500 cc in roughly 2 mins. The vessel was oversewn and a unit of blood was given. The actual stapler was used multiple times after that, and every add'l firing was fine. The pt is recovered and is doing fine. This means that the lot number on the report is for the cartridge only. When the sales rep picked up the cartridge, the blood was still liquid - it had not clotted which she found very unusual. No tissue loss or tissue damage. Surgery was delayed by more than 30 mins. No reinforcement material used. Pt current status reported as recovered. The device is being returned for eval.